Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there were purge issues. The impella was placed successfully, however, the flow of the impella was unable to pass p1 without suction. The nurse was guided through de-air of purge and was re-educated regarding potential causes. She was educated regarding off loading and low pulsatility state and suctioning. Patient began to decompensate and unable to flow past p5 without continued suction. A veno-arterial extracorporeal membrane oxygenation (va-ECMO) was attempted, however; the patient crashed during this procedure. Three units of packed red blood cell (prbcs) and albumin were given for volume resuscitation. The patient withdrew care. The pump was explanted and the patient was placed on comfort measures only. The patient then expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.